Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The patient's sample was requested for further investigation but the sample was not available. The field service engineer determined the patient's results were reproduced on the e 801 module. The investigation is ongoing. Unique device identifier (UDI): (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module. The patient's initial results were reported outside the laboratory. The "medical staff discussed the results," and the patient's initial results were high in comparison to previous results. The patient's sample was sent to another laboratory and remeasured on a siemens atellica analyzer. The patient's e 801 module results were ft3 7.24 ng/l and ft4 36.7 ng/l. The patient's siemens atellica results were ft3 3.2 ng/l and ft4 13.2 ng/l. The reporter confirmed the siemens results were "lower and fit the patient's history." The e 801 module serial number was requested but not provided. This medwatch is for ft3. Refer to the medwatch with a1 patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
The investigation confirmed the reagent lots was not expired. The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch field - d4 - lot number.